Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation the rear and front response buttons were non-functional. The cause for the failure was defective response button switches. The root cause for the defective switches could not be positively identified. There was no death or adverse event associated with the monitor malfunction.

Event description:
A us distributor returned a monitor indicating that the response buttons were non-functional.